Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call that the customer had been experiencing high blood glucose. They stated that they believe the customer is not receiving insulin because her blood glucose is not dropping like it should be. The customer¿s blood glucose was 500 mg/dl and then went to 300 mg/dl. The caller wanted to know why the blood glucose was so high. They were advised that until there was troubleshooting on the pump, the answer is not known and that there could be a number of things. It was recommended for the customer to call back when she was able to troubleshoot. The pump will not be returning for analysis.